Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the sensor had inaccurate readings that triggered the insulin pump to turn off. Customer¿s blood glucose was 130-140 mg/dl and the sensor glucose was below 70 mg/dl at the time of the incident. Customer would do correction through the insulin pump. Explained to customer how to navigate the device out of suspend when it suspends for a low and when the center button is pressed it will not respond. The sensor will not be returned for analysis.